Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (device or procedural images were not returned for review). (Root cause could not be determined). Conclusions: unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be determined). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolism). Failure to follow instructions (IFU recommends pre-dilation of the lesion/vessel with appropriate diameter balloon). Related to operational context (device inspected prior to use with no issues noted. Device was advanced through a previously implanted stent. Event most likely procedural related). Evaluation conclusion: known inherent risk of a procedure (embolism). Failure to follow instructions (IFU recommends pre-dilation of the lesion/vessel with appropriate diameter balloon). Operational context caused or contributed to the event (device inspected prior to use with no issues noted. Device was advanced through a previously implanted stent. Event most likely procedural related).

Event description:
Evaluation summary: there was no damage evident to the delivery system. Crimp impressions were visible along the working length of the balloon. The stent was returned off the delivery system balloon. The stent was severely stretched and deformed. Visual inspection of the stent confirmed no strut fracture or breakage had occurred.

Event description:
The lesion was reported to be non-tortuous and moderately calcified. No abnormalities were noted with the device before use. Pre-dilatation was not carried out. It was reported that the assurant cobalt device was being advanced through a stent that had been previously implanted, to get to the target lesion. During advancement of the stent it was reported that the stent came off the balloon, the device was not inflated. It was reported that the stent was snared out with wires and catheters.

Event description:
Physician attempted to treat a lesion with an assurant cobalt peripheral bare metal stent. While deploying the stent, it was reported that the stent split/fractured. Stent is believed to have been removed from patient. No patient clinical sequelae were reported.